Event description:
On (B)(6) 2011, one promus stent was implanted in mid lad, and three promus stents in the proximal right coronary artery (rca), mid rca and distal rca. Residual stenosis was 0%. On (B)(6) 2013, patient experienced aortic aneurysm was admitted to the hospital. The patients electrocardiogram revealed sinus rhythm, left anterior hemi block and right bundle branch block. Endovascular repair of an abdominal aortic aneurysm was performed and the outcome is resolved. On (B)(6) 2013, the patient presented with ischemic symptoms lasting 10 minutes or longer, and a suspected a myocardial infarction. On (B)(6) 2013, cardiac catheterization revealed 90% ostial circumflex, 90% diffuse stenosis in the left anterior descending (lad) which was treated with stenting. The patient experienced mild angina post-procedure, and when the patient was walking the floors, he had sudden stars in his vision and awoke on the floor. It was found that the patient had experienced complete heart block. On (B)(6) 2013, the patient underwent dual-chamber pacemaker implantation. The outcome of the event is resolved. The investigator considered the event of heart block severe in intensity and not related to the study drug, not related to the study device and not related to the study procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported device malfunction or product deficiencies. The reported patient effects of ischemia, stenosis, arrhythmia and myocardial infarction are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. As reported, this case is associated with dual antiplatelet therapy (dapt) study. The investigator considered the event of heart block severe in intensity and not related to the study drug, the study device or the study procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional promus stents referenced are being filed under separate medwatch reports. (B)(4).